Event description:
Pulmonetic systems, inc. Received a call from a representative in 6/2002. The representative reported the following problem: will not power up after charging overnight. Upon further investigation, it was reported that the vent shut down on patient with an audible alarm.